Event description:
Father leaned on one side of the unit and the plastic bolts that hold the seat and lid broke causing him to fall and something cut his ear. He has 27 stitches in his ear. (B)(6) (daughter) just wanted us to be informed. Information only. Weight - (B)(6) lbs.